Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the the patient presented for follow up with noise exhibited the implantable cardioverter defibrillator. Further information was requested but not received.